Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read "high". Technical support decided to replace the pump under warranty, as recommended by the clinical support services, with a plan to continue using the current pump until the replacement arrives.